Event description:
While operating cobe cell saver during an open heart procedure it stopped. Display read "valve malfunction. Operate manually...contact cobe service." Approx 2 units of blood wasted. Pt stable and did not require blood reinfusion. Follow-up by biomed with or staff revealed no equipment malfunction. No obvious operator education required. Close observation during trial period continues. Unit is a demo.